Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurs, which the caller acknowledged.